Event description:
Same case as MDR ID# 2134265-2012-03241. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. The 2.0 x 20mm maverick 2 mr balloon catheter was advanced through a 7fr non bsc introducer sheath and a 7fr mach1 jl3.5sh guide catheter over a non bsc guide wire. The balloon was inflated to 8atms and ruptured on the first inflation. The device was removed and a 1.5 x 15mm maverick 2 mr was used and inflated to 12atms and ruptured upon 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).